Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received at the service center and evaluated. It was reported that the cable of the device was broken. Per service report, this complaint can be confirmed. It was found during evaluation that the cable sheath was cut. Further, the motor was corroded and was in poor condition. The motor and cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling and/or lack of maintenance can be the most probable root causes of the observed cut in the cable. Fluid ingress into the device and contact with the motor is responsible for the corroded motor. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/16/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the customer as following: the cable of the device got broken after an unknown procedure. No harm to the patient reported. No delay reported. No further information available.